Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of abscess, drainage, and infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was abscess, drainage, and infection (unknown onset). Reoperation has not been scheduled at this time.

Event description:
Patient reported a left side of " infection surrounding her breast implant with green pus and drainage," "developing brain tumors (currently ongoing)," and "a brain aneurysm two years ago.¿ device has been explanted.